Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to the patient being on palliative care from respiratory failure. It was not provided if this was device or therapy related. The device would not be explanted and returned. Due to patient privacy laws the managing hospital would not communicate patient death information. Based on a review of available patient¿s record, there were no device issues at the time of the patient death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported respiratory failure could not be conclusively determined through this evaluation. It was communicated that due to patient privacy laws, the managing hospital will not provide any further patient outcome information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.